Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure when the surgeon was ready to implant a broken small piece of safety lock, clogged the lens haptic and when trying to push hard then the lens was implanted without trailing haptic.